Event description:
It was reported that the device had error code 133.6080. There was no patient involvement.

Manufacturer narrative:
Correction: the g4 date on the initial emdr should have been 8/24/2020. The customer reported problem was not confirmed. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were issues involving alarms. There was no patient involvement.